Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine, and then se 2367 alarm occurred. The tsr advised the hp to start over again using new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. Not all bags were properly spiked and connected, because when a bag fell on the floor it disconnected. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy using new supplies. The hp had discarded the sample.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.